Manufacturer narrative:
A sample has been received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported the vitrectome did not cut. During a vitrectomy the vitrectome was replaced to complete the surgery. There was no patient harm reported. Additional information has been requested. This is one of two reports being filed for the same facility. This report is for the patient who underwent surgery on (B)(6) 2016.

Manufacturer narrative:
The 23ga probe was returned for not cutting. For this complaint file, the final customer lot was identified as lot 14031233x. For this final lot, four component probe lots, manufactured in august and september 2015, were used to make up the final lot. A device history record review for each of the probe lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. The complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. The port did not fully open. An aspiration test was performed and deemed conforming. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was significant resistance felt when removing the inner cutter from the slightly bent needle. There were no wear marks at the bend area. There were wear marks one quarter the way down the needle from its tip. The complaint evaluation did not confirm the probe did not cut. The probe cut performance met specification. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced this time interval. It appears the doctor felt the cut quality was inadequate after this time period such that they exchanged the probe. The evaluation cannot determine why the doctor felt the probe did not cut at that point as the testing indicated the probe still met its cut testing specification. (B)(4).